Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used. (B)(4).

Event description:
It was reported that the nurse gave the patient an insulin injection with the suspect device. When she began to remove the needle following the use, it separated from the cap and she was stuck.

Manufacturer narrative:
Device evaluation: result - a sample was not returned for evaluation. An evaluation of 50 retention samples was done performing functional activation by inserting a pen into the device, activating the inner shield and removing the pen. No hub/sleeve separation was found. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 5177623. This device was manufactured in july 2015. Conclusion - bd was not able to duplicate or confirm the customer's indicated failure mode. The controls to prevent hub/sleeve separation were in place when this lot was manufactured and no internal rejects related with hub/sleeve separation was found. Without the actual sample, an absolute root cause for this incident cannot be determined.